Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2017-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun ;mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #:(B)(4), device evaluation anticipated, but not yet begun ; mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced critical battery alarms for two batteries. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and two battery were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two critical battery alarms on (B)(6), 2018. One critical battery alarm was due to a communication error involving (B)(4). The second critical battery alarm was due to a battery depleting below 10% relative state of charge (rsoc) involving (B)(4). As a result, the reported event was confirmed via log files review. Based on available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery and a battery depleting below 10% rsoc. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
"See h10".

Manufacturer narrative:
Corrections: b3, b5, d11, h6, h10. Product event summary: one (1) controller and two (2) batteries ((B)(6) ) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms logged within the analyzed period. One (1) critical battery alarm was recorded due to a communication error involving (B)(6) . The second critical battery alarm was logged involving (B)(6) due to the battery depleting below 10% relative state of charge (rsoc). Additionally, data log files revealed multiple instances involving (B)(6) where the battery¿s rsoc was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. Based on available information, the most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery and/or to the battery depleting below 10% rsoc. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 continuation of d11: 1103 vad implanted: 28-aug-2016 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.